Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx). A 2.75x32mm taxus express2 drug eluting stent (des) was implanted in the proximal lcx and it was noticed that stenosis still remained at the distal side of where the 2.75x32mm des was implanted. The physician decided to implant a 2.5x20mm taxus express2 des; however, the device was unable to cross the lesion due to tortuous lesion. The device was removed from the pt and it was noted that the stent strut was damaged. Plain old balloon angioplasty (poba) was performed and the procedure was successfully completed. No pt complications were reported with the pt's current condition listed as "good".